Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected supra ventricular tachycardia (svt) episodes as ventricular tachycardia (vt) due to undersensing. It was further reported that the device detected "supra ventricular tachycardia (svt) with changing qrs complex" as fast ventricular tachycardia (fvt) due to "interventricular conduction changes" that caused undersensing and oversensing. It was further reported that there was suspected t-wave oversensing (twos). The icm remains in use. No patient complications have been reported as a result of this event.